Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer reports insulin squirting out during the load reservoir/fill. Customer treated high blood glucose with bolus and manual injections. Customer's current blood glucose 136 mg/dl. The customer stated she kept trying to reduce blood glucose, nothing bringing it down until she tried to change cannula. The customer used three reservoirs and infusion sets until successful. Assisted with performing the high-pressure test and pass. The insulin pump will not be returned for analysis.